Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and loss of stimulation due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned back to its original placement. The patient was doing well postoperatively.